Event description:
It was reported that during an unknown surgery, the battery was not activated during use, and could not be used. The cartridge was removed, and a replacement was set and used. Since then, the surgery was completed without any problems and the patient was not affected. It seems that the battery was not reloaded. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent 1/9/2025 d4 batch #c9dk6t. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. No conclusion could be reached as to what may have caused the pcb to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number c9dk6t, and no non-conformances related to the reported complaint condition were identified.